Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device, maquet cardiopulmonary (B)(4). The returned sample was analyzed in the laboratory. Gas transfer and blood side pressure drop testing was performed. It was determine that beginning at a flow rate of 2 lpm using a roller pump the flow inside the test circuit dropped to 0.2-0.3 lpm. Hence testing above 2 lpm was not possible. The oxygenator failed the requirements of the performance test. The flow drop could have been the result of incomplete cleaning. Blood residue left in the oxygenator can have an influence on flow. (B)(4).

Event description:
On (B)(6) 2012, at (B)(6), it was reported that upon initiation of ECMO support on a (B)(6) at 7 pm on (B)(6) 2014, the delta p of the quadrox-I beq-hmod 30000 oxygenator (lot number 70072052) was 90-100 mm hg. The pressure reading devices pre and post the oxygenator were calibrated and appeared to be functioning correctly. The blood flow was 500 cc/min, sweep flow was 0.4 lpm and the post oxygenator blood gas at 5:30 am on (B)(6) 2012 showed a po2 of 350 mm hg. The customer elected to replaced the device. There was no patient impact. (B)(4).